Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested but unavailable: please provide lot number. H3 investigation summary: according to the information received, it was reported that the barb direction of the suture was found opposite during the surgery. The product was returned to ethicon for evaluation. One needle-suture piece outside its packaging that pertain to product code sxpp1b427 was received for analysis. During the visual inspection of the sample, it was noted that the barbs of the suture were oriented opposite to the correct assembly position. (Incorrect direction). Based on the information currently available, the barbs oriented in incorrect direction was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history review: the manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that a patient underwent a pancreatic oduodenum procedure on an unknown date and a barbed suture was used. During the procedure, it was noted that the barb direction of the suture was found opposite. Changed to another one to complete the surgery. There were no adverse patient consequences. Upon evaluation of the returned device, it was noted that the barbs of the suture were oriented opposite to the correct assembly position. Additional information was requested.